Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24200. It was reported that the patient experienced pericardial effusion and the physician was concerned about possible micro-perforation. The right ventricle lead and atrial lead were both explanted and replaced. Patient was stable before, during, and after the procedure.